Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnosis for a coronary procedure. The procedure was aborted and completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system's geometry movements were partially available. Analysis of the log file showed the error, "unable to communicate with geo ipc." Upon troubleshooting, the fse found that the geo ipc was not powering up. To resolve the issue, the fse replaced the geo ipc and reinstalled the board software. The defective geo ipc was returned to philips for failure analysis, and the failure was confirmed. The failed component was found to be the psu (power supply unit). After replacement of the geo ipc, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's geometry movements were partly available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.